Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed a clean cut at the edge of the broken catheter. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5174089. A manufacturing review no abnormalities with preventative maintenance, calibration, or equipment. Conclusion: although the returned sample confirmed the customers indicated failure mode, an absolute root cause for this incident cannot be determined. The manufacturing process was reviewed and there is no process in the manufacturing facility that could have caused this nonconformance. Our quality engineer states that the broken catheter was most likely cut by a sharp object outside the manufacturing facility.

Manufacturer narrative:
A sample has been returned but the device evaluation has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 22 g x 1.00 in. Bd insyte-w¿ peripheral venous catheter broke off in use in the limb of a puppy. The puppy had emergency surgery to removed the broken catheter.